Event description:
Customer called to report the pump's lead screw was turning, but the driver block was not moving. Troubleshooting was performed. The driver block did not move. Customer explained that they did have a back up plan. Customer stated that the device had not been dropped, bumped, or exposed to moisture.